Event description:
Reporter alleged when blood glucose monitoring device returned from the lab; there was a strong smell like an "electrical burn." Reporter stated the meter was smoking, however stated no one was hurt. Reporter indicated someone put the incorrect power cord into the device prior to the alleged incident and it was thought this was reason it burned. Reporter stated there was no corrosion or blackened areas in the battery compartment. Reporter stated the device was taken out of service an there was no treatment associated with the alleged event due to there not being a pt involved. A request was made for the return of the suspect device and replacement product was sent.